Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. Batch # h5007z. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, a second cr40g reload was received. The reload was a received with the washer uncut and with the knife recess below the reload deck. All the staples were noted to be protruding. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, and the staples were noted to have the proper b-formed shape. The condition of the protruding staples consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. Please reference instructions for use for additional information. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, firing fault, stapling was stopped. There were no patient consequences reported.